Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accu tni result generated by the unicel dxc 600i synchron access clinical system for one pt. Customer tested a sample for accu tni and obtained a result of 6.50 ng/ml. The sample was re-spun and re-tested and gave a result of 0.02 ng/ml. The erroneous result was reported outside the laboratory. Customer made no report of pt injury requiring medical intervention attributed or connected with this event.

Manufacturer narrative:
The sample was drawn in plastic greiner vacutainer tube and centrifuged at 2200 g for 15 mins. Field service engineer (fse) was onsite in 2008: fse found an incubator belt jam and multiple broken rv clips. Fse replaced clips and incubator belt. Fse replaced the aspirate probes and ran system check which was within specs. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.